Manufacturer narrative:
Root cause: it appears the device was prematurely compressed. The clip was either removed too soon or the instrument was removed from the device and then placed back onto the device causing it to compress prematurely. Explanation: once the device is loaded onto the driver, the driver should not be removed from the device until the implant is in the desired location. This will prevent the device from compressing prematurely. This issue is not a result of device malfunction, but of user error. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
The screw would not engage onto the drill and would not turn in the body. A new screw was used which did engage and turn and was implanted successfully.